Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) did not pair with the ilet, with pairing attempts stalling until the correct sensor pairing code was entered, after which glucose data displayed; the issue was consistent with an intermittent communication failure and an interoperability problem, and the device component implicated was the antenna. The user's blood glucose elevated to a peak of 401mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user, analysis of the information provided, and interviews that guided troubleshooting steps including firmware update, device restarts, and verification of the correct pairing code. Investigation of this case revealed that incorrect pairing code entry and interoperability factors led to intermittent communication, with the antenna identified as the device component related to the issue. It was concluded, based on previously established findings for similar reports, that the cause was user error leading to expected device behavior.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.